Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock due to noise oversensing. Some tests were performed, however, the noise was no reproducible. The device was reprogramed to secondary vector and low amplitude and myopotential noise was observed. Then, the vector was reprogrammed to primary vector and the plan is continue monitoring. Currently, this product remains in service and no additional adverse patient effects were reported.